Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had an open skin irritation under her breast. The patient's physician advised the patient to remove the lifevest at night to allow the irritation to heal. The patient also applied a lotion to the irritation. Follow-up indicated that the irritation had healed.